Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had loose quick connector between the camera lens and the endoscope. The issue was occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Event description:
No other updated information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: adaptor loosened a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.